Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and the outer insulation had a cosmetic cut. There was apparent explant damage.

Event description:
It was reported that the patient was experiencing phrenic/diaphragmatic stimulation. The left ventricular lead dislodged and had positioning difficulties, which resulted in high capture thresholds and no capture. Based on medical judgement, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.